Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the 511s trocar from kit # ftr73 (lot #l49n8d) was removed from the pt (an ms512 reducer cap was also used) and the surgeon discovered a small ring of burnt tissue surrounding the trocar. A ussc endoshears was used during the procedure as well. The defect was closed with the a prw35 stapler. The rep is enclosing a picture.